Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that at pump had an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurence of "motor rate error." "Motor rate error" was duplicated during functional testing. The investigation found that the worm coupling not operating as intended was the cause of the reported issue. The worm coupling was replaced along with the lead screw and clutch halves as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device has not been in for service previously.